Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a elevated blood glucose (bg) level of 393 mg/dl. Troubleshooting with tandem technical support was performed and determined there were air bubbles observed in the canister. Customer primed the tubing to address the issue.